Event description:
While calling to inquire about a cushion for the ibot (r) 4000 mobility device, the user's case worker reported that the user had a pressure sore (described as a stage 2 ulcer). The case worked indicated that this was a recent event (within the last 2 weeks), but no definitive date was available. The case worker reported that the user did visit a physician for medical treatment. The case worker was enquiring if the company had a different type of seat cushion available for the device. No other type of cushion is available from the company. The case worker indicated that an alternate cushion type would be sought for the user.

Manufacturer narrative:
The cushion will not be returned by the user and will not be available for evaluation. Evaluation of a cushion from a similar lot will not yield results from which a conclusion can be drawn. This medical device report will be amended with add'l info, if/when it becomes available.